Manufacturer narrative:
The device was received undeployed. The device was received with an empty reservoir; the fill sensor springs were not shorted by the fill rod. The device was awakened by shorting the fill springs, and the download data demonstrates the device being in pod state 2. This indicates fluid was not added to the device. The needle could not deploy early, for the device was not activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.